Manufacturer narrative:
An event of tamponade and pericardial effusion was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 patient was undergoing a laao procedure and required transeptal puncture. A 31mm and 28mm amulet was placed and both devices were too big as per fluoro measurements. The physician decided to place 25mm amulet and introduced a new delivery system. The sonographer picked up fluid around the appendage, looking further there was a large global effusion. The blood pressure also went low. They decided to deploy the device then pursued to introduce a chest drain, during this tamponade occured. The hospital team started delivering medication. A 5mm hole noticed in the left atrial (la). A surgical intervention was performed to treat the tamponade. There was a significant delay in the procedure. The patient is stable.